Event description:
It was reported that the customer was hospitalized, and was experiencing high blood glucose levels. The caller did not have the insulin pump with him at the time of the call, therefore we could not conduct any troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.